Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. The issue was isolated to the (B)(6) assembly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. The issue was isolated to the biphasic pcb assembly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined the repair and the device was returned to the customer unrepaired. The customer was informed not to use the device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.